Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, blood was noted in the lead lumen. Failure to insert the stylet all the way to the lead tip was noted. The lead was not used. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A stylet could not be fully inserted due to excessive blood inside the inner coil at the distal region of the lead. The cause of the reported events was isolated to the inner coil being clogged with excessive blood.